Event description:
Fentanyl, versed and heparin were infusing. The pumps shut off, blinking red light 'communication error' for all 3 channels. There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.